Event description:
A clinical trial procedure was done , 2004, at the distal lcx. The procedure was closed with a stent delivery system. No adverse effect was reported at the time of the procedure. After three months the pt felt chest pain, and cag was performed about two weeks later but no stenosis was found. The pt will be monitored.